Manufacturer narrative:
One medfusion¿ medfusion® 3500 syringe infusion pump was returned for analysis in used condition. The left plunger case was damaged. The flow and occlusion tests were unable to verify the check clutch and motor rate errors. A failure mode was not identified as the errors could not be duplicated. The root cause is listed as unknown. The investigator replaced the clutch half's as a preventative measure for the check clutch error.

Event description:
It was reported that a medfusion® 3500 syringe pump displayed a clutch, plunger lever, and motor rate error. No injury was reported